Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient developed a recurrent blistering skin rash and a contact allergy from the pod adhesive. The patient visited a specialist doctor who diagnosed the patient with an infection. The pod has been discarded. Additional information regarding the incident was solicited but is unavailable. If additional information and/or results from return product analysis investigation become available, post-market safety will review and reassess this case.